Manufacturer narrative:
The product is expected to be returned for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. A revision procedure was performed wherein the physician explanted and replaced this lead. Suspected micro dislodgement but it was not confirmed. No additional adverse patient effects were reported.